Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during slitting, the catheter snapped in half. The physician removed the catheter and inserted a new catheter. No patient complications have been reported as a result of this event.